Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 2991032, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 2991032, 510k # k073291 was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the chip has been broken off along the thread hole and the lateral slots corresponding to the attachment to the implant inserter. The broken sections are almost symmetric from the plane symmetry of the cage suspecting a load applied in the upper or lower vertebra direction during the insertion of the cage. The part returned was found broken at the level of the attachment with the implant inserter. No pre-existing defect was found at the level of the breakage. The breakage is consistent with an over-loading of the part. The origin of the over-loading can be attributed to the application of an up or down load on the implant inserter during the implantation of the cage. This load could be linked to a misalignment of the inserter with intervertebral disc space during implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure using an interbody device, while inserting the device, a small piece broke off. The majority of the device remains in the patient. No patient complications were reported.